Manufacturer narrative:
(B)(4). Insulin pump trace download analysis confirmed the unit alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the unit was monitored and functioned properly.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. Customer was able to successfully clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.